Manufacturer narrative:
(B)(4). Batch # p5877g. Device evaluation: the analysis results found that the ntlc75 device was received with the anvil shroud broken. This damage is consistent with excess of tissue applied to the distal end of the device. The device was received with one reload present. The reload was received fully loaded with staples. It was noted that the "doghouse" component of the cartridge was damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the locking lever was broken off, and the anvil half and the cartridge half could not be joined together at the first firing. The device was used on the colon. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.